Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the impactor handle broke. It broke where the red button is pushed to raise the lever to connect the handle to the femoral impactor. The red actuator button broke off the handle, along with the spring. Both items were retrieved and the handle itself was removed from the sterile field.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.